Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "hydroxyapatite coated hip hemiarthroplasty: morbidity and mortality" written by muhammad ali fazal, sunil sha, and padmanabhan subramanian published by journal of clinical orthopaedics and trauma made available online on 8 may 2020 was reviewed. The article's purpose is the study the morbidity and mortality of treating displaced intra capsular hip fractures in elderly with a fully hydroxyapatite coated collared femoral stem with a modular monopolar head. It is noted that all patients received corail stem with cocr femoral head. The article reports no perioperative mortalities. Figure 1 provides radiographic image of post operative implantation and no note of adverse event in caption description. Depuy product: corail stem, cocr femoral head. Adverse events: intraoperative fracture (treated by cable wire), infection (treated by washout and IV antibiotics), dislocation (treated by closed reduction and or conversion to tha), post op periprosthetic fracture (treated by revision to longer stem).